Event description:
The tip of the instrument broke off during surgery. Customer reports it broke inside the bone tunnel without excessive force. The broken piece could not be retrieved and hospital is not reporting any adverse consequences with the patient. This device is used for treatment.